Event description:
It was reported that during a flight transport, battery 2 of the cardiosave (intra-aortic balloon pump) quickly became discharged despite the flight crew charging the unit overnight. There was no patient injury and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and noticed battery 2 in slot 1 with two leds of charge and charging. Upon further examination, the stm discovered battery 1 at 1450 mwh at 1120 hours with one led of charge and it stopped charging at 20740 mwh at 1148 hours with four leds of charge which validated the customer's issue. The stm the noted that the battery led on the back of the console will show solid only when battery 2 is pulled from the console. Slot 1 and 2 were properly charged which confirmed that battery 2 was the issue. Battery 1 did not meet the runtime specifications when tested, but battery 1 held a charge per specifications. The stm replaced both batteries. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. Complete event site postal code: (B)(6).

Event description:
It was reported that during a flight transport, battery 2 of the cardiosave (intra-aortic balloon pump) quickly became discharged despite the flight crew charging the unit overnight. There was no patient injury and no adverse event was reported.